Event description:
Manufacturer report number: 2135147-2019-00080 . On (B)(6) 2019, a 30mm amplatzer pfo occluder was selected for implant using a 45/80mm 8f amplatzer torqvue delivery system. While deploying the device, the left disc deployed in a bulbous configuration and the right disc also deployed deformed. The user reported the two discs appeared distant from each other. The device was recaptured and re-positioned; however, the device configuration remained unchanged. The device was exchanged for another 30mm amplatzer pfo occluder (lot number: 6498375) and the same event occurred outside of the patient. A third 30mm amplatzer pfo occluder (lot number: 6366070) was selected for implant and the left disc deployed normal; however, the right disc deployed in a bulbous configuration after being released from the delivery cable. The device was removed from the patient and a 25mm amplatzer cribriform occluder (lot number: 6775029) was implanted using the same delivery system. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The occluder was determined to meet functional specifications.

Event description:
On (B)(6) 2019, a 30mm amplatzer pfo occluder was selected for implant using a 45/80mm 8f amplatzer torqvue delivery system. While deploying the device, the left disc deployed in a bulbous configuration and the right disc also deployed deformed. The user reported the two discs appeared distant from each other. The device was recaptured and re-positioned; however, the device configuration remained unchanged. The device was exchanged for another 30mm amplatzer pfo occluder (lot number: 6498375) and the same event occurred outside of the patient. A third 30mm amplatzer pfo occluder (lot number: 6366070) was selected for implant and the left disc deployed normal; however, the right disc deployed in a bulbous configuration after being released from the delivery cable. The device was removed from the patient and a 25mm amplatzer cribriform occluder (lot number: 6775029) was implanted using the same delivery system. The patient remained hemodynamically stable throughout the procedure.